Event description:
The customer reported that during a hysterectomy, oozing was seen although an end tone, indicating a completed seal cycle, was heard. The device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.